Event description:
This medial device report is being submitted due to an additional same issue that was originally reported in MDR report, FDA # 9616389-2013-00003. This report is for a 28th event for the unintended movement issue when using a dx-d100 mobile unit. On (B)(6) 2014, a customer, using a dx-d100 unit with serial # (B)(4), experienced uncontrolled movement. The customer radiographer reported to the agfa field service engineer (fse) that the dx-d 100 mobile unit accelerated without initiation by the radiographer and continued to move after the radiographer released the deadman handle. The uncontrolled movement of the dx-d 100 caused damage to a cabinet in the path of the moving unit. No customer or patient was injured during this event. The fse tried to reproduce the problem on site with no success, as the dx-d100 unit moved well when the agfa fse tested the unit. Technical support requested the fse to exchange the digital motion control board, gauges, deadman switch and install a new gauge handle. The handle bar was also checked for dirt or debris caused by cleaning/disinfecting products that could possibly block the handle bar. It was found to be clean. All adjustments were made and the dx-d100 system worked as intended. Root cause is unknown, but the parts exchanged will be shipped to sedecal for further review. Unintended movement of dx-d100s has already been communicated for a reportable correction to the FDA: FDA reference # (B)(4). Any further actions related to this event will be documented via the reportable correction.

Event description:
(B)(4) determined root cause to be a "hit over the component d16 (array) and a broken track was making partial contact. The board was repaired and after mounting the board again in the equipment, no problem was detected, the behaviour was correct and the error disappeared. (B)(4) indicated this was an isolated event related to unintended movement.